Event description:
The patient was unable to adjust the stimulation. The healthcare professional and patient were going to get new batteries to place in the programmer. The patient was in the hospital and he was not getting stimulation; no additional information was provided regarding the event. Additional information has been requested, a follow-up report will be sent if additional information becomes available.